Manufacturer narrative:
D10 concomitant product: egiauxl endogia ultra univ xl stapler (lot#: p3e0287); unknown endo gia sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, when the device was assembled and tried to fire on the base of the appendix, the stapler jammed and did not fire. The surgeon was able to press the green button but unable to squeeze the handle. The reload was changed but the same issue occurred. A new stapler was used to resolve the issue. No patient injury.

Event description:
According to the reporter, during a laparoscopic appendectomy. When the device was assembled and tried to fire on the base of the appendix, the stapler jammed and did not fire. The surgeon was able to press the green button, but unable to squeeze the handle. The reload was changed, but the same issue occurred. A second handle was used to resolve the issue. No patient injury.

Manufacturer narrative:
Additional information: b5, d3 (MFR name, street 1, MFR city, MFR region, postal code). G3, h6: new information has been received, pertaining to the event that the reload did not malfunction. This event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.